Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that there was a question of a suspected infection; cultures results were negative. But the patient wanted the whole system explanted. The system was explanted on (B)(6) 2016 and it was replaced with another system on the day of the report. The issue was resolved and the patient was alive with no injury at the time of the report. There were no device issues reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.